Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is previously alleging asthma (new or worsening), liver disease/toxicity. In addition, the patient alleged nose irritation, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. No other peripherals or accessories were returned with the device. The manufacturer was not able to confirm the complaint, or address the symptoms specified. Device serviced by 3rdp, device avail. For eval (rfb), device available for eval? Date returned to mfg, device eval. By mfg (rfb), device evaluated by mfg evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), liver disease/toxicity. In addition, the patient alleged nose irritation, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.